Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the advanced instrument logs for the sureform 45 curved-tip stapler instruments associated with this event was performed by an isi failure analysis engineer (fae). Per the fae: the logs show the first instrument used (t11220902-0302) was installed on the system 12 times, and it fired 12 reloads (2 white, 1 green, 1 white, 2 green, 3 black, 1 green, 2 white, in that order). On installs 1-7 and 10-12, the first clamp attempt was successful, and the firing was completed with no pauses for compression. On install 8, the first clamp attempt was incomplete, stopping at ~64% completion after a 19 second clamp hold time. The next 5 clamp attempts were aborted by the user at completion percentages ranging from ~36% - ~56% completion. The 7th clamp attempt was complete, but it was followed by a firing failure. The firing stopped at ~68% completion, after a duration of ~45 seconds. The user then initiated a force fire, which completed the fire to 100% completion. The max torque during the force firing was 689 n. On install 9, the first clamp was successful, and the firing was completed with 1 pause for compression. There were no incomplete unclamps by this instrument. There were no stapler related errors in the logs. Next, the logs show the second instrument used (l90210301-0222) was installed on the system 4 times, and it fired 2 green reloads. On install 1, no clamping or firing was attempted. On installs 2 and 4, the first clamp attempt was successful, and the firing was completed with no pauses for compression. On install 3, there were two incomplete clamp attempts, stopping at ~63% and ~70% completion, respectively. No firing was attempted on this install. There were no incomplete unclamps or firing failures by this instrument. There were no stapler related errors in the logs. This is considered a reportable adverse event and malfunction due to the following conclusion: during a da vinci-assisted pulmonary segmentectomy procedure, the tissue of the airway tore, and the surgeon converted the procedure to open to address the issue. He reported multiple clamping and unclamping errors during the procedure while using a sureform 45 curved-tip stapler instrument, including a tissue too thick error. He believed that the tissue tear was located where the clamping/unclamping issue occurred.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the surgeon noticed what looked like a tear in the airway as he was getting ready to close up the patient. He confirmed that the tissue was torn, and he converted the procedure to open to address the issue. He reported multiple clamping and unclamping errors during the procedure while using a sureform 45 curved-tip stapler instrument, including a tissue too thick error. The stapler would pause for compression, fire 2mm, then pause for compression, fire 2mm, etc. He believed that the tissue tear was located where the clamping/unclamping issue occurred. The cause and severity of the tear, any medical interventions required, the patient's status, and any additional details regarding the reported issue with the sureform 45 curved-tip stapler instrument are currently unknown. Intuitive surgical, inc. (Isi) contacted the site for additional information. The site stated that there were no images or video of the procedure available, and that the stapler instrument was also unavailable for evaluation. No further information had been provided at the time of this report.